Manufacturer narrative:
10/29/97-supplemental rpt #1 submitted to FDA. The rpt'd condition was confirmed however, the exact cause could not be reliably determined.

Event description:
During an unspecified procedure, the suture broke. The hospital reported that no patient injury had occurred.